Manufacturer narrative:
Additional information reported the ipg met its expected longevity based on programming parameters. There is no device malfunction; therefore, the device is no longer reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.